Manufacturer narrative:
(B)(4). Device evaluated by MFR: synergy ous mr 4.0x28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found struts 1 to 3 on the distal end of the stent stretched and pulled distally over the distal marker band. The stent od (outer diameter) of undamaged section measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement & withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-dec-2016. It was reported that crossing difficulties were encountered.   The target lesion was located in the coronary artery. A 4.00 x 28 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage.